Event description:
It was reported that after receiving a pump in january, the customer experienced significantly high blood sugar levels, leading to hospitalization in february for 8 hours. There was an adverse impact on the customer¿s blood glucose levels due to this issue. The customer decided to discontinue using the pump following this episode. There was no follow-up by customer technical support as the customer declined further contact. No additional information was received regarding the outcome of the event.